Event description:
In the course of removing the posterior component of the inferior nasal turbinate, a 4mm bur was used on the long stem. When the bur became dull, it was removed and exchanged for a new bur. The new bur was then used to further bur down the septum against the thickened hypertrophied bone in the nasal cavity. During this process, the bur head snapped off. The bur was found loose and floating in the base of the sinus. A new bur was used for approx 15-30 mins at a drill depth of 5.5-6 cm. An acute hemorrage became apparent at this point and was found to be from an internal carotid artery which was unrelated to the surgical area.